Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# :(B)(4), implanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that intra-operative impedances were good but immediately post-operative the patient had combinations that were greater than 40,000 ohms. The rep reported that these seemed to be changing every time it was tested. The patient was feeling sensation in the legs and was programmed on the 12, 13, 14 and 15 electrodes. With the 0 electrode everything was greater than 40,000 ohms on the 0-7 leg of a 2x8 paddle lead. With electrode 8 as the reference everything was greater than 40,000 ohms. When the rep moved to electrode 12, all were out of range but 13 and 14 were 1,000 ohms, 13 and 15 were 960 ohms. The rep would apply stimulation to some out of range electrodes to see if that reduced values and would also discuss with the physician as this could be a loose connection after moving the patient.

Event description:
Additional information was received from the rep. It was reported that patient's weight and cause were unknown. Patient was programmed around impedances. It was unknown if the high impedances were resolved at the time. Doctor was waiting to see if impedances will settle.

Manufacturer narrative:
Continuation of d11: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.